Event description:
It was reported that the user received an ¿incompatible sensor¿ alert when attempting to scan a freestyle libre sensor with the ilet and was advised to verify the box indicated freestyle libre 3 plus, since other fsl sensor variants are not compatible; education on starting an fsl3 plus sensor with ilet was provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.